Manufacturer narrative:
D4 -UDI no. This product code is not required to be registered with the FDA. The actual device was returned to the manufacturer facility for evaluation visual inspection upon receipt found that the actual sample had been fractured at approximately 160mm from the distal end of the device. The actual sample was measured for the total length and it was determined there is no missing portion on the actual sample. Magnifying and electron microscopic inspections of the distal fracture revealed that the urethane outer layer covering the fracture end of the core wire was stretched and the proximal fracture revealed the core wire was exposed and there was generation of some creases on the urethane outer layer. The outside diameter of the urethane outer layer was measured on the undamaged segment and confirmed to meet the specifications. The bending strength was determined on the undamaged segment of the urethane outer layer and confirmed to meet the specifications. The urethane layer was removed by a solvent medium for further inspection of the core wire at the fracture. Electron microscopic inspection of the core wire found the generation of a radial pattern on the fractured cross section with the lateral end of the fracture in the flat state. The outside diameter of the core wire was measured on the undamaged segment and confirmed to meet the specifications. Functional testing was conducted. A product sample was subjected to repetitive one-way torque forces until it became fractured. The generation of a radial pattern was found on the fracture cross-section surface with the lateral end of the fracture in the flat state. The state of the fracture was observed to be very similar to that of the actual sample. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the actual sample was subjected to repetitive torque forces in one-way direction intensively on one point of the shaft during the customer's guide wire manipulation, resulting in a fatigue break and the reported fracture. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not apply repetitive bending force to one specific point of the device as this may cause damage to the glidewire." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage on the glidewire gt device. Follow up communication with the user facility confirmed the following information: gain access to the prostate artery for prostate artery embolization it was noted that the anatomy was very torturous and twisted; in the urethral artery the glidewire gt was advanced through a progreat 2.7 coaxil; when the wire was pulled back it snapped off within the progreat; they were able to retrieve the piece within the progreat; the procedure was completed successfully with the same progreat and another gt wire; there was significant delay in the procedure, only the time to regain access with progreat and the new wire; and the current condition of the patient is unknown.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide a correction to brand name and type of reportable event. The initial report shows both adverse event and product problem selected. This is incorrect, only product problem should have been selected. Therefore brand name and type of reportable event have been updated. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.